Manufacturer narrative:
(B)(4). Date of event: publication year of 2018. Batch # unk this report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: harmonic scalpel-assisted laparoscopic cholecystectomy vs. Conventional laparoscopic cholecystectomy - a nonrandomized control trial. Author/s: kumar rajnish , sathasivam sureshkumar , manwar s. Ali , chellappa vijayakumar , sundaramurthi sudharsanan , chinnakali palanivel. Citation: 2018 rajnish et al. Cureus 10(1): e2084. Doi 10.7759/cureus.2084 the objective of this prospective, parallel arm, non-randomized controlled study is to compare the operating time and perioperative complications between conventional laparoscopic cholecystectomy (clc) and harmonic scalpel assisted laparoscopic cholecystectomy (hlc). The study was conducted in south india for over a period of two years. Forty (40) patients (25 females and 15 males) were included in the study, 20 in the clc group (a) and 20 in the hlc group (b). The mean age for the clc group (11 females and 9 males) was 46.6 years ± 11.39 years (age range-29 to 65 years) and mean age for the hlc group (14 females and 6 males) was 40.25 years ± 14.85 years (age range- 21 to 73 years). In the clc group, the conventional titanium clip application and electrocautery were used in the procedure. In the hlc group, the harmonic ace (ethicon, new jersey, united states) and harmonic hook (ethicon, new jersey, united states) were used. The harmonic scalpel was utilized for the dissection of calot¿s triangle, sealing the cystic artery, and the dissection of the gallbladder (gb) from the gb fossa. The gb was separated from the liver bed using the harmonic shear and harmonic hook. Intra-operative gb perforation was seen in 2 patients in the hlc group. The authors concluded that hlc has no significant advantage over clc with respect to operating time, postoperative pain, and perioperative complications.